Manufacturer narrative:
A product investigation was completed: the 389.103 plif/plivios impactor is an instrument used in multiple posterior lumbar interbody fusions (plif) procedures. The instrument is used for impacting the cage into the desired position. The relevant product drawings were reviewed during the investigation. No product design issues or discrepancies were observed that may have contributed to the complaint condition and changes to the drawings did not impact the complaint condition. The complaint was able to be confirmed at customer quality as the part was received with broken in half longitudinally through the cannulation for the shaft. No definitive root cause was able to be determined however the complaint condition is typically associated wear/tear and degradation of the handle material (phenolic le) as the result of repeated sterilization cycles. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth/age and weight are unknown. Date of event: unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) ¿ manufacturing date: april 20, 2006. Four (4) material record reports (mrr) were generated during production: two (2) for visual non-conformances involving scratches/spots on the surface of device, which are not relevant to the complaint condition; and two (2) for documentation errors on the conformance certificates, which are not relevant to the complaint condition. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a posterior lumbar interbody fusion (plif) impactor broke in half during a plif procedure on an unknown date. The breakage reportedly occurred as the plivios revolution (pr) spacer was being impacted into the disc space. A back up device was available for use; the procedure was completed without delay or reported patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that none of the broken pieces fell into the patient.